Manufacturer narrative:
The field service engineer assessed the device at the customer's location. It was found that the values obtained from the cardioversion test were out of range due to a processor card failure, which has been replaced. The device will stay at the customer's site as no additional evaluation is necessary at this moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor card. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that value obtained in cardioversion test is out of range. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.